Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.